Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d implanted: (B)(6) 2010; 5071-53 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a low frequency alert tone. The patient was seen in clinic and it was noted the right ventricular (rv) lead had triggered a lead integrity alert (lia). High pacing impedance was observed. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.